Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgical procedure where the device was not placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.